Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing ventricular fibrillation (vf) episodes and was externally defibrillated with a defibrillation pad at the implantable pulse generator (ipg) site. Subsequent to the external defibrillation, the right atrial lead had increased threshold from when it had been measured earlier in the day. There was no capture until the lead was reprogrammed to the unipolar pacing polarity and the output adjusted. Also, the right ventricular lead had increased threshold and was not capturing so it was reprogrammed. The reprogramming resolved all issues and throughout, sensing and impedance were appropriate. The leads remain in use. No patient complications have been reported as a result of this event.